Manufacturer narrative:
Correction: there was patient present when the issue was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) privacy regulations. Device manufacture date is unavailable. Patient tracker was returned to manufacturer for analysis. The reported problem was confirmed. Patient tracker was connected to a test system. Test system reported that the patient tracker could not be detected by the axiem, and the light of the tool port was amber. Continuity check of all three coils was good. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the nipt patient tracker was connected but not recognized. Another one was unpacked instead to perform the procedure. The procedure was completed with the use of the replaced nipt patient tracker. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.